Event description:
On 08/03/2000, the distributor's purchasing supervisor informed the MFR's representative that a customer in their territory experienced a problem with the device in question. Supervisor did not have all the info on hand, but would fax the MFR a report when it was provided. On 08/09/2000, the MFR received a faxed report that states the following: the guidewire was defective. The lot number of the device in question was not provided. The distributor's purchasing supervisor stated that supervisor has attempted to contact the facility's purchasing dept to obtain the lot number and add'l info; however, supervisor has not received a response. No further details were provided.